Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient would have an explant of their spinal cord stimulation system if/when they had better pain relief from their dorsal root ganglion stimulation (drg) trial/implant. Surgical intervention was scheduled for (B)(6) 2021. No symptoms were reported.